Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported implant "would not hold saline" and it "kept leaking". Device made patient contact. Surgery was completed with a backup device.